Event description:
After hooking up the inflation system to a 3.0 x 8mm cypher select plus stent, the physician tried to inflate the stent without success, due to a malfunction of the device. There was probably a small crack in the unit itself because there was some air leakage, however, this is just an assumption. The product was removed from the pt and the procedure was completed with another stent. There was no pt injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.